Event description:
It was reported that the customer was receiving lost sensor alerts after inserting a sensor fifteen to thirty minutes prior. The customer's blood glucose was 42 mg/dl. The customer stated that she treated herself with food, but the issue was caused by over bolusing and not related to the insulin pump. Troubleshooting was done. Customer stated that when she removed the sensor, there was no cannula attached to the sensor. The customer also stated that when removing the introducer needle, there was some slight pain. Advised that the sensor may not have been working, dislodged, bent, retracted or damaged and to change the sensor. The customer declined to troubleshoot for blood at the insertion site and pain while removing the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.